Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the detect and treat test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed and detect and treat test. The cause for the test failure was a cut cable between ECG a and ECG b. The cut cable caused and open wire in the ECG cable, resulting in ECG signal distortion. The root cause for the cut cable was unable to be positively determined, but was likely physical abuse. No adverse event occurred due to the damaged cable. The last pt to use this electrode belt did not report any problems.